Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. Evidence consistent with the device being dropped was observed. During the evaluation of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged. There was no harm or injury reported.